Event description:
Found during testing. According to the reporter, the device would not charge or deliver energy and alarmed "connect electrodes." There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it alarmed therapy leads off and would not charge or transfer energy. Physio opened the device and observed that the connector plug from the wiring harness of the therapy cable connector was not properly seated to the connector jack on the therapy pcb assembly. The connector was reseated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.